Event description:
It was reported that a flo-gard infusion pump had an unspecified malfunction. It was not specified when in the process this occurred. No patient involvement, injury or medical intervention was reported when this event was received. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing and the review of the alarm log identified an f-38 alarm. Visual inspection found damaged force sensing resistors (fsrs). The cause of the alarm was determined to be the damaged fsrs. To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.